Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that two tubing leaks occurred on the oncology care area, one was on (B)(6) 2018. No patient harm was reported. This report is for the set which leaked from the filter. The set contained chemo and was discarded after the event.

Event description:
The customer reported that two tubing leaks (rituxan) occurred on the oncology care area, one was on (B)(6) 2018. No patient harm was reported. This report is for the set which leaked from the filter. The set contained chemo and was discarded after the event.

Manufacturer narrative:
Correction:date of report was inadvertently omitted from the previously submitted initial MDR. The omission was discovered on 1/7/2019 (date rec'd by MFR). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.